Event description:
Tuesday july 14th at approximately 3:00pm an rn from the (B)(6) clinic from (B)(6) health medical services was administering a vaccine to a patient. After performing the intramuscular injection the rn attempted to engage the innate safety mechanism to sheath the needle. After applying pressure the rn's hand slipped and lacerated their left upper thigh. The rn immediately washed the affected area and placed a band-aid on the wound. The rn immediately notified the infection control nurse and the director of nursing. The nurse visited (B)(6) health for medical treatment. Their ppe consisted of a surgical mask, gloves and face shield. Eh&s is investigating the 25g x1" easypoint needle's failure to notify the manufacturer of the malfunctioning device. The lot number is k128a. Expiration: 4/28/2024, manufacturer easypoint. Reporting on behalf of injured nurse from (B)(6) university (B)(6) medical center occupational services who injured themselves attempting to engage engineered sharp after performing investigation. Phi regarding testing was not provided although personnel potentially exposed to bbp are offered post exposure prophylaxis and undergo baseline serology as part of (B)(6) medical surveillance. The ER most likely follows the same procedures. FDA safety report ID #(B)(4).